Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The catalog # and lot code for the reported device was not provided. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the above listed implants were removed due to loosening of the acetabular shell. The original implant date and surgeon are unk at this time. A new pca 32mm head cat#6280-0-132 (lot 231763601) was implanted onto the existing pca stem, which was found to be well fixed."